Manufacturer narrative:
The cobas 8000 c 702 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated that they suspect an interference with the crej2 assay for four patient samples tested on the cobas 8000 c 702 module, resulting in questionable results. Patient sample 1 on (B)(6) 2026, the initial result was 2.77 mg/dl. The repeat result after 24 hours "at 4°c" was 1.825 mg/dl. Patient sample 2 on (B)(6) 2026, the initial result was 4.1 mg/dl. The repeat result after 24 hours "at 4°c" was 0.85 mg/dl. Patient sample 3 on (B)(6) 2026, the initial result of the initial patient sample was 5.26 mg/dl. The repeat result after 1 hour was 4.84 mg/dl. On (B)(6) 2026, the repeat result was 4.385 mg/dl. The patient was hospitalized, and a new patient sample was collected. The result of the new patient sample was around 1 mg/dl. Patient sample 4 on (B)(6) 2026, the initial result was 3.63 mg/dl. The repeat result after 2 hours was 2.45 mg/dl.